Event description:
It was reported that the user experienced persistent high blood glucose while data were not syncing to reports and initially believed they had delivered a 29-unit bolus; the user was advised to disconnect, later reconnected, and ultimately discovered the pump was operating without an insulin cartridge, followed by a full supply and site change on the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and a third party and analysis of the information provided. Investigation of this case revealed no specific device findings and insufficient information to assign a device component, with the medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.